Manufacturer narrative:
Neither the product catalog number nor the lot number of the subject device has been provided; therefore, a device history record review could not be performed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant was unable to provide any product or further procedural details to bard.

Event description:
It was reported that a stent which had been implanted in (B)(6) 2011, was found to be bent during a CT scan in (B)(6) 2016. The patient is being monitored and another CT scan will be performed in (B)(6) 2016. There was no reported patient injury.

Manufacturer narrative:
As the lot number of the subject device was not provided, a device history record review could not be performed. As part of all complaint investigations, an attempt was made to evaluate the subject device as well as the device usage. In this case, no sample or image was provided for evaluation. Therefore, the reported event could not be reproduced. Potential factors that could have led or contributed to the reported event have been evaluated. As the type of device is unknown in this case, a review of similar complaints could not be performed. This kind of event may be associated with an irregular stent placement which can lead or contribute to a bending of the stent. Highly calcified vessels, the patient's condition or the vessel anatomy also may contribute to an irregular stent pattern. On the basis of the limited information available and as no sample or image was returned, a definite root cause for the reported event could not be determined. As no product catalog number was provided, the specific instructions for use (IFU) for the subject device could not be reviewed in this case. The potential adverse event of stent fracture is addressed in the IFU's for all types of devices distributed in the us indicated for use in the vascular system.